Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that that patients neurostimulator (ins) was not working. Patient reported he was having the same pain he had had before he had the ins. It was reported a fall was related to this issue. Patient reported he fell one step and a couple days after it started to hurt. Patient services (pss) offered to check his settings to make sure everything was on. Patient stated it is on because he has tingling in leg and back. Patient thinks he needs to be reprogrammed. Patient stated his doctor is currently in china. Patient said he was trying to get a hold of manufacturing representative. A follow up was made by pss to obtain representatives information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins therapy hadn¿t been working great since implant ((B)(6) 2017). They then stated that about three weeks ago (2017), the patient slipped on a step while carrying things and this resulted in a compact/stress fracture of their pr vertebrae. Thus, the patient is having it glued/fixed on friday. However, the patient also stated that they had more pain in their hips and down their legs on both sides. It was reviewed that this was the same pain the patient was implanted for, but even when keeping the stimulator on for 24 hours at 75, it wasn¿t helping. It was noted that when the ins was turned off the pain stayed the same. It was indicated that the patient had met with a manufacturing representative (rep) about a week after their slip, who tried programming the ins for 30 minutes, but was unable to cover the pain. It was then noted that two weeks after the slip the pain got worse and it caused the patient to have more pain with the ins on than to have it off. The patient asked to speak to their local rep, but the rep role was explained to the patient and they were redirected to follow-up with their healthcare provider (hcp) to schedule an appointment with a rep. The patient was upset because their hcp was hard to get ahold of and they stated that they returned calls in 48 hours. The patient was upset and wanted to know why if they had a spin fracture they had pain in their hips. It was reviewed that the pain did not seem to be related to the physical ins so checking the ins/programming is another step. It was also suggested that the patient could see if their hip pain was affected after their fracture had been repaired and it was reviewed that the hcp could medically assess the pain. No further complications were reported/anticipated.